Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet unlock button exhibited delayed responsiveness, requiring multiple attempts to unlock before a device restart resolved the behavior. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included customer troubleshooting and device restart guidance. Investigation of this case revealed a transient user interface responsiveness issue that cleared with a reboot, consistent with temporary software or device state behavior affecting the touchscreen or button responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was attributed to a transient device state resolved by restart.